Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair of the subject device at olympus service operation repair center (sorc), it was found that the lamp error e105 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon, and also found that this phenomenon was attributed to the failure of the led unit. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.